Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 4th layer of profore was difficult to unwrap. Treatment was completed after a non-significant delay, with a back-up device. No patient complications reported.

Manufacturer narrative:
The device was not returned for evaluation. All supplied information has been reviewed and we have not been able to confirm the complaint. A documentation investigation has been conducted, confirming previous complaints of this nature, with corrective actions assigned, establishing an inadequate standard operating procedure as the root cause. A review of the device history confirmed that no manufacturing problems had been observed, the complained product was released prior to the initiation of the corrective action. The instructions for use contain comprehensive instructions on the safe operation and use of the device. The risk files mitigate the reported issue with no updates required. Smith and nephew can confirm the device was released according to specifications and continue to monitor for adverse trends relating to this product range. This investigation is now complete, with no additional corrective actions deemed necessary.